Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter hmx hematology analyzer leaked bloody fluid. The leak was not contained within the instrument. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no injury or exposure, and medical attention was not sought. Msds was not reviewed, but the facility has an exposure control plan. There were no erroneous results generated in connection with the leak. Bec field service engineer (fse) replaced split tubing at y-fitting leading to pinch valve pv21, and the leak issue was resolved. Service activity performed was verified per established procedures, and the results met the published specifications.

Manufacturer narrative:
(B)(4).